Event description:
It was reported that the atrial lead had high impedance measurements. It was also reported that the right ventricular lead exhibited a false ventricular fibrillation episode as crosstalk was sensed on the right ventricular [rv] lead channel when the atrial lead pacing output was increased. Attempts to reprogram the atrial lead to stop the crosstalk were unsuccessful; the atrial lead was then programmed to vvi 40 and the patient's medications were adjusted to help with patient's conduction system. The atrial and rv leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.